Event description:
Complainant alleged that the medics were attempting to monitor an unresponsive 74 year old female pt in full cardiac arrest, but the device failed to show the screen display. The medics then changed the device battery, but there was still no display. At this time another ambulance arrived on the scene and their defibrillator was used to start resuscitation efforts. The original malfunctioning device's switch was wiggled by the medic and the monitor came on. The device appeared to function properly from that point on. The complainant indicated that the pt was pronounced upon arrival at the hosp emergency room. The complainant indicated that he does not believe that the pt outcome was as a result of the reported malfunction.